Event description:
As reported: "the head of the screw was split when trying to put it to the end, it was happening manually, in the same direction as the guide. The screw is blocked during the same procedure, one of the screws did not pass properly through the plate, was changed by another and this did not enter in its totalidade." Additionally: "remains a screw without head inside the patient." Procedure was completed successfully without adverse consequences.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: part of device remains implanted; disposition of remainder of device is unknown.

Event description:
As reported: "the head of the screw was split when trying to put it to the end, it was happening manually, in the same direction as the guide. The screw is blocked during the same procedure, one of the screws did not pass properly through the plate, was changed by another and this did not enter in its totalidade." Additionally: "remains a screw without head inside the patient." Procedure was completed successfully without adverse consequences.